Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Time of recommended replacement was (B)(6) 2012. Elective replacement indicator (eri) was less than or equal to 2.6251 volt. The weekly battery voltage trend data shows battery of 2.628 to 2.608 volts between (B)(6) 2008. (B)(4).

Event description:
It was reported that trend data indicated that the implantable cardioverter defibrillator (ICD)  may have had premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.